Event description:
The physician was attempting to implant a resolute integrity drug eluting stent; however, the device was unable to cross the lesion. Information from the account confirmed the vessel was calcified. Upon removal of the device, stent damage was noted. Another device was used. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results and conclusion: failure to deliver the stent and stent deformation. Calcified lesion/vessel. (B)(4). Date of event - month and year valid.